Event description:
It was reported following a percutaneous procedure, an angio-seal device was used. The patient experienced a retroperitoneal bleeding event and subsequently died. The physician reported that the patient died due to the bleeding event not being recognized by hospital staff soon enough and did not consider the angio-seal device to be the cause. Very little detail is available at present. The actual date of the event is not known. The implant and event dates are year specific.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. The cause of the retroperitoneal bleeding event could not be conclusively determined. The angio-seal device instructions for use (IFU) also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.